Event description:
Possible capture issue noted on right ventricular lead on current egm(electrogram). Rv(right ventricular) threshold is listed as high. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5154886.